Event description:
It was reported that the high voltage lead impedance trend showed a number of out of range measurements. The patient was hospitalized due to worsening heart failure that appeared to correspond to the anomalous measurements. No actions were taken by the physician. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.